Event description:
Boston scientific received information that this lead has been exhibiting rising impedance measurements and most recently was greater than 200 ohms. No noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
This patient has a competitive device and the caller stated they will discuss the observations and testing with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.